Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer and one photograph of a product label were returned for evaluation. An initial visual observation of the first photograph showed the distal end of a microintroducer with a large split in the sheath. The split appears to have begun at the sheath tip and then propagated in the proximal direction. The sheath material at the sheath tip was also observed to be deformed/crumpled. Although it was reported that the microintroducer was not used, blood residue was observed on the dilator tip. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a defective sheath in a midline kit this weekend. There was no injury, the kit was not used.